Event description:
It was reported that the patient¿s stimulation was turning off after recharging. The reporter stated that stimulation in their back shuts off about a half hour after recharging. It was noted the recharger was full and working. It was further noted the patient thought it was her implantable neurostimulator (ins) that kept going out. The reporter stated this had been happening since their knee surgery on (B)(6) 2013. It was noted that two weeks prior to their knee surgery the patient slipped in the tub and hit their head. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient. (B)(4).